Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm annuloplasty ring was implanted and subsequently explanted during the same procedure. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician indicated the ring did not adequately repair the valve, therefore the ring was explanted and replaced with a bioprosthetic valve. The surgeon indicated there was not a problem with the medtronic product. No additional adverse patient effects were reported.  Device code updated in section. If information is provided in the future, a supplemental report will be issued.